Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, local infection / subacute chronic osteitis, immediate implantation, mobility.